Event description:
Philips received information the customer reported a smell from the operators console ups (uninterpretable power supply). The philips field service engineer (fse) confirmed there was no injury to patient, operator, or bystander with this issue. There was no report of smoke or fire. The fse confirmed there was liquid which was visible on the outside of the ups battery case.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4) 2013.